Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A leak test was performed on the unit. As a result, no evidence of leakage was found at the fill port. However, leakage was detected at the junction of the tubing and the luer. The root cause was operator error during the manual solvent-bonding application process. As a result of this incident, awareness training for all applicable manufacturing operators was conducted in august 2010. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
Baxter (B)(4) received a report that one (1) infusor lv 2 leaked through the filling port. One unit affected / samples available. It is unknown with what the device was filled. The reported complaint took place before patient connection, no patient involvement. No additional information.